Manufacturer narrative:
The delivery device with the stent crimped on the balloon was returned for analysis. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The recommended size guidewire was inserted and no issues were noted. A review of the manufacturing records for this particular batch # 7632713 found that the device met its material, assembly and product specifications, at the time of release of distribution. A detailed examination of the returned device could not identify any issue with the actual device that could have resulted in the stent damage.

Event description:
Determined to be reportable based on completed analysis on 09/20/2006. It was reported that during a pci procedure a 4.00 x 16mm liberte monorail stent delivery system was advanced toward the rca, when the physician experienced difficulties crossing the lesion. There were no patient complications or injuries reported. The patient status is listed as satisfactory.